Manufacturer narrative:
Device serial number is unknown at this time. Device manufacture date is dependant on device serial number both are unknown at this time. A software investigation is in progress no files have been received by the manufacturer.

Event description:
A medtronic representative reported 10mm off in depth too short on both levels and both sides of spine fusion using medtronic navlock vertex max. The surgeon added a tip extension in the software to attribute for the length being short. There was no impact to the patients outcome reported.